Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: once withdrawing medication into a 10 ml discardit syringe, air bubbles leak into syringe through the plunger. Also the fluid runs into the wrong side of the plunger and medication spills out from the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 1911112. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Leakage testing was performed on the retained samples; however, no signs of defect could be observed. Based on the provided feedback, it is possible that the reported issue resulted from damage to the plunger lip component. This type of damage can occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the stopper. The following information was provided by the initial reporter: once withdrawing medication into a 10 ml discardit syringe, air bubbles leak into syringe through the plunger. Also the fluid runs into the wrong side of the plunger and medication spills out from the syringe.